Event description:
Additional information received reported reason for removal was noted as normal battery depletion. It was as noted the patient was alive and no injury on the reported event date. It was also noted that the reason for return was defective.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient; product ID 3093-28, lot# j0444420v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported that the manufacturer representative states that the patient¿s stimulator was being replaced on (B)(6) but the procedure had to be aborted because the stimulator (njy233840h) would not allow the lead to enter the header block. When they got the lead in the header block they tried to remove the lead and noted that the 2 and electrode were ripped from the lead. The manufacturer representative notes the screw on the header block kept spinning and wouldn't loosen. The manufacturer representative states that the lead was tested before the implant and impedances were okay, nothing wrong with the lead. The manufacturer representative notes that the stimulator will be sent back in. Additional information received reported on (B)(6) due to the technical issues with the old lead and generator we simply explanted all implants and did not re-implant. The patient was successfully re-implanted on 3/21 with a full implant.

Manufacturer narrative:
Analysis of stimulator (B)(4) found setscrew backed out too far. The lead segment stuck in connector port. Analysis of lead (B)(4) found that the number one connector sleeve crushed and number two and three connector sleeve stuck in the stimulator connector port.